Event description:
It is reported that the pt states that he began having pain and discomfort approx. Two months ago. The problem occurs mostly when he tries to lie on his right side. He also has to shift his weight when sitting because of the discomfort. The pt says there has been a noticeable difference in how his right hip feels within the last two months. His appointment with his surgeon is scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.